Event description:
It was reported that the patient presented to the hospital for a scheduled right atrial (ra) lead extraction procedure. It was noted that the ra lead exhibited noise oversensing resulting in inappropriate automatic mode switch (ams) episodes. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.